Manufacturer narrative:
It seems that the device cannot work due to an error message appearing on the display. It seems that the error message is due to fiber not connected to the device. We are investigating which is the reason of the error and if it is an unintended use error or "troubleshooting" section of the IFU is not sufficiently clear. We are unaware about patient/operator injury.

Event description:
It seams that an error message appeared due to fiber not still connected to the device. With this error message the device cannot work. No adverse effects to patient/operator were reported.